Manufacturer narrative:
A review of the complaint revealed that the patient was prescribed the zio xt for a 14-day prescribed wear period. The patient does not have sensitive skin but does have a history of reaction to medical adhesive. While the cause of the reported event cannot be determined, the patient¿s preexisting allergy cannot be ruled out as a contributing factor. Skin irritation is a known inherent risk of the device. The zio xt clinical reference manual that is distributed in the united kingdom warnings section read as follows: do not use the zio xt monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt monitor from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider (hcp) with skin irritation allegedly caused by the zio xt. The patient experienced redness, blisters and a lesion. The device was removed and the hcp prescribed eumovate cream to treat the irritation.